Manufacturer narrative:
Follow-up # 1 date of submission 04/23/2014-device evaluation: the pump has been returned and evaluated by product analysis on 04/09/2014 with the following results:a visual inspection of the pump showed that the audio bolus button cover was torn; exposing the button contact.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (abb tactile cng prior to dmg) issue. It was alleged that audio bolus button was intermittently unresponsive and required multiple presses to elicit a response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.